Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient received a code 204 (belt/ monitor unusable).